Manufacturer narrative:
An event of atrial fibrillation was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, a 25mm trifecta gt heart valve was implanted. On (B)(6) 2017, the patient developed episodes of atrial fibrillation followed by long pauses lasting up to 11 seconds. There was alternate junctional rhythm and sinus rhythm with low amplitude atrial depolarization. Temporary pacing wires were placed that day. On (B)(6) 2017, the patient had pauses up to 6 seconds with symptoms while supine. On (B)(6) 2017, a dual-chamber pacemaker was implanted, and the following day, rhythm was reported to be normal, and the patient exhibited no shortness of breath or chest pain. The patient is reported to be stable. (Clinical study patient ID: (B)(6)).

Event description:
On (B)(6) 2017 a 25mm trifecta gt heart valve was implanted. On (B)(6) 2017 the patient developed episodes of atrial fibrillation followed by long pauses lasting up to 11 seconds. There was alternate junctional rhythm and sinus rhythm with low amplitude atrial depolarization. Temporary pacing wires were placed that day. On (B)(6) 2017 the patient had pauses up to 6 seconds with symptoms while supine. On (B)(6) 2017 , a dual-chamber pacemaker was implanted, and the following day, rhythm was reported to be normal, and the patient exhibited no shortness of breath or chest pain. The patient was in end-stage copd. On 16 october 2018, the patient presented at the emergency department after being found unresponsive. The patient was found to have carbon dioxide narcosis, and was placed on bipap. The patient was diagnosed with acute on chronic hypoxic hypercapnia respiratory failure. On 18 october 2018, the patient was removed from bipap and expired. (Crd_837, trifecta gt pmcf, clinical study patient ID: us0099-359)

Manufacturer narrative:
Updated and additional information.